Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
Using device programming and therapy history to determine the minimum expected longevity for this ICD, we confirmed that the device fell short of originally labeled longevity expectations. The battery status indicators of prizm family devices can be tripped by either battery voltage or charge time. Analysis revealed that this device declared eri based on charge time rather than by battery voltage. The device was unable to use all available battery capacity, which resulted in shortened longevity relative to original expectations. Guidant (now boston scientific crm) distributed updated longevity estimations in (B)(4) 2004. Longevity estimates for prizm he devices remain unchanged.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that the device was later explanted due to normal battery depletion.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri), which was earlier than expected. The device was to be replaced. No adverse patient effects were reported.

Event description:
The device was later returned for analysis.